Manufacturer narrative:
The meter has been requested and has been returned to the MFR. The test strip lot DHR was reviewed and the lot cleared qc for release. Confirmation testing shows the meter is operating within spec. Based on the limited info provided, the root cause of the event cannot be established. Factors such as insulin, diet, exercise, health, climate, and testing practices may have contributed to the event. The owner's guide was carefully reviewed adn there is no indication the event occurred due to poor labeling. No remedial action will take place because the system is operating within spec. The info contained within this event will continue to be trended.

Event description:
The reporter alleges the ibgstar blood-glucose readings are too high and as a result became hospitalized due to hypoglycemia.